Manufacturer narrative:
Please disregard the above tw (B)(4) 2518422-2024-55662, it is done by mistake. The first initial report tw (B)(4) 2518422-2024-49835 is the correct one.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging death. No other clinical information or medical interventions were repor ted. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.